Event description:
Four (4) different steris 5085 bariatric surgical tables allowed the table top to move in an uncontrolled manner. In one incident the robot was about to be connected to the patient when this occurred. If the robot had been in use, serious injury or death could have occurred. The failure point was the exact same component (table slide drive assy - 413724070). Reference report mw5116424, mw5116423, mw5116422.